Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced hypoglycemia to 50 mg/dl, felt fatigue, and self-treated with oral glucose tablets, after which glucose levels returned to range. Symptoms included no clinically significant signs, symptoms, or conditions beyond the reported fatigue. Outcomes included no health consequences or lasting impact. Investigation included communication with the patient and analysis of the information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information to identify a device-related problem or a specific device component involved. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.